Manufacturer narrative:
(B)(4).

Event description:
The rep reported less than three weeks later that no results were visible with the x-rays. The cause of the issue was identified, low impedance due to serum inside the pocket. The issue was solved. The patient was doing fine. No explant was done.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported return of freezing symptoms. It was unknown what led to this event. The impedances were checked at control at 3v, 210us, 30hz: 0-c 1453 ohm 1-c 1453 ohm 2-c 1453 ohm 3-c 1453 ohm 0<(>&<)>1 2919 ohm 1<(>&<)>2 1453 ohm 1<(>&<)>3 2919 ohm 2<(>&<)>3 1453 ohm 4<(>&<)>c 963 ohm 5<(>&<)>c 963 ohm 6<(>&<)>c 716 ohm 7 <(>&<)>c 963 ohm 4<(>&<)>5 963 ohm 4<(>&<)>6 963 ohm 4<(>&<)>7 1453 ohm 5<(>&<)>6 963 ohm 5<(>&<)>7 1453 ohm 6<(>&<)>7 963 ohm therapy impedances were "983 ohms e 10 ua." Diagnosis impedance 486 ohms with 39ua. X-rays were prescribed to check the lead. The issue was not resolved at the time of this report. No surgical intervention occurred, and unknown if planned. The rep will obtain more information from the patient's health care provider (hcp) in 16 days. Additional information has been requested to find out the results of the x-ray, cause of the issue, and the outcome. If additional information is received, a follow up report will be sent.